Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry 1800 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the original instrument. The repeat result recovered lower than the initial result and was consistent with the patient's clinical history. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an advia chemistry 1800 instrument outputted a falsely elevated concentrated carbon dioxide (co2_c) result on a patient sample and out-of-range quality control (qc). Qc and calibration were valid before the sample was run. The customer replaced the reagent probe, performed a shutdown wash, and performed qc. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse reseated and secured the reagent probe, checked reagent tray positions to probe alignment, and ran qc, which recovered acceptably. Siemens further evaluated the event and concluded that the malfunctioned probe potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.